Event description:
A customer contacted beckman coulter inc. (Bec) regarding a leak of approximately 15-20ml of fluid that was observed at the bottom of the random access module of their coulter lh 780 hematology analyzer. The operator was wearing gloves, lab coat and eye protection at the time of the incident. No injury or exposure was reported and no patient samples were affected by the leak.

Manufacturer narrative:
Bec customer technical support (cts) aided the customer in troubleshooting over the phone and discovered that the waste tubing had come loose from the bottom of one of the retic mix chambers. A field service engineer (fse) went on-site (B)(6) 2012 and saw that the tubing had come off the retic stain chamber. The fse replaced the tubing and no additional problems were identified. The root cause of the leak is attributed to the waste line coming off the bottom of the retic stain chamber. The bec internal identifier for this event is (B)(4).